Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 260 units of insulin. The customer reported that on the following day, the insulin gauge remained static at 60 units. The customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 350 mg/dl, and was addressed with a correction bolus.